Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down and up cables were broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during set-up and prior to starting a da vinci si surgical procedure, the cable on the pk dissecting forceps instrument was noted to be broken at the distal end. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.